Event description:
Contact reported that during insertion of the anchor the inserter bent and the device broke. The surgeon did not remove the fragment at the time of the event. A second procedure was performed to remove the fragment two hours post-op. As the malfunction resulted in postoperative intervention. Mitek is filling an MDR to report the event.